Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). Additional information has been requested, and will be provided if received.

Event description:
It was reported that, while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) presented with several "rapid gas loss" alarms. The iabp was replaced, and the original was sent to the bio-medical engineer for evaluation. There was no patient harm or adverse event reported.